Event description:
Caller reported that in 2004 they were unable to wake the pt, so they called paramedics who determined the pt's blood glucose to be "lo." Pt was admitted to hosp - they were in a diabetic coma for 2 days (pt's blood glucose levels returned to normal 6-7 hours after their hosp admission, but they remained in the coma). Pt was transferred to a rehabilitation center 9 days later, and released from the rehabilitation center 12 days later. Pt sustained brain damage due to the diabetic coma.